Event description:
Serial number: (B)(6) was not opened. Correct ra lead is the boston scientific model 4470, sn (B)(6) an idc with incorrect sn was mailed (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).